Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the mx40 patient wearable monitor had a speaker malfunction. It is unknown if there was still sound coming from the device. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A replacement device has been tested and sent to the customer with a transferred license, and updated software. A good faith effort (gfe) was sent to confirm if the device was able to produce sound. The response received from a philips clinical application specialist (cas) indicated that the speaker seemed to be working normally. The cas also indicated that connecting the mx40 to a philips information center ix (pic ix) you would immediately see a yellow flag on the mx40 with the error "speaker malfunction". The device is being returned to the philips repair bench for further evaluation.

Manufacturer narrative:
Information was provided that indicates the device was not in clinical use at the time the issue was discovered. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced was able to produce sound. Based on the information available and the testing conducted, the cause was not able to be confirmed. No further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.